Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the blood glucose reached 500 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the no delivery alarm was resolved by a complete set change. The reservoir will be returned for analysis.

Manufacturer narrative:
.

Event description:
It was reported by the customer that they went to urgent care facility on monday due to blood glucose of 300 mg/dl at the time of the event; the customer needed assistance due to his high blood glucose caused by issues with the infusion set cannula after insertion. The customer also stated on sunday he received a no delivery alarm, the customer's blood glucose was 500 mg/dl at the time of the event, the customer himself treated by a manual injection which his blood glucose went down to 300 mg/dl.

Manufacturer narrative:
A complete analysis and testing of three opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.